Event description:
It was reported to the sales rep that during an unknown procedure that the suture "felt it was reported the patient underwent an unknown procedure on an unknown date and suture was sued. During an unknown procedure that the suture "felt weird", it "felt thick as it was double braided" same suture was used to continue with the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Please clarify what you mean by "felt thick as it it was double braided"? The surgeon described it that way and how no other explanation for its texture. 2. The suture diameter was different? The surgeon believed it was thicker than normal. 3. The edges of the suture were thicker the edges were not discussed as being thicker just the overall diameter felt larger/thicker 4. Do you have any pictures of the device? No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.